Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 3116 (B)(4) showed no significant anomalies. The neurostimulator was functionally ok. A known good extension was inserted into the connector ports and the setscrews were able to be tightened down without any difficulty. The extension was securely in place and output was tested at the distal end. Good, stable output was observed on each electrode pair. The returned device was tested with a known good extension and lead. Impedance readings were measured and a low impedance reading was observed on the #0 and #1 electrode pair, due to the punch out holes in the #0 and #1 setscrew grommets. Normal impedances were observed on every other electrode pair.

Event description:
It was reported that, during initial implantation, impedance readings were checked after the leads were connected to the implantable neurostimulator. There was difficulty encountered in tightening the screws in the neurostimulator and the "sensation was not as usual" for the patient. Impedance readings were checked and were within normal range. The neurostimulator was disconnected in order to tunnel both electrodes to the device pocket site. The electrodes were then connected to the neurostimulator using the screwdriver. The screwdriver broke, with one part of it withdrawn from the device. Impedance readings were, then, all greater than 4,000 ohms. The neurostimulator was removed and replaced. Subsequent impedance readings were within normal range. There was no injury to the patient. The patient's therapy was initiated "normally."